Event description:
In 2003, this pt underwent endovascular repair for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. The maximum aneurysm diameters measured between 55-59mm. In 2009, follow-up computed tomography angiography (cta) images demonstrated aneurysm enlargement. A reintervention is planned for the following month. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related device implanted: contralateral leg component.